Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Seven screws were returned for evaluation: four screws are 5.0mm cannulated locking screws. One screw is a 5.0mm cannulated conical screw-not locking. Two screws are not cannulated. Only 4/7 are cannulated locking screws. Of these four screws none are identified as the complaint screw and none are broken as indicated per the complaint. Since the complaint screw is not identified a manufacturing investigation could not be performed. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device was used to treatment, not diagnosis. This is report of unknown number of 5.0mm cannulated locking screws. Exact date of implant was unknown, but was done in (B)(6) 2013. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by pd engineer. The report states that one 4.5mm va-lcp curved condylar plate/6 hole/159mm/right (part #02.124.406) and an unknown screw were received for evaluation with complaint category "broke post-operative." The plate is broke in half mid combi-hole, the screw however is not broke. Product drawing (B)(4) revision g was reviewed during this evaluation. The plate is manufactured from 316l stainless steel which is a typical material used for implantable plates. The design is adequate for its intended use and did not contribute to this complaint. This is the only complaint for this plate (part # 02.124.406) in the entire us complaint history. Approximately (B)(4) have been distributed in the us since release in 2011 which results in an estimated us complaint rate of (B)(4). Because the device¿s design is adequate for its intended use and this is the only complaint in the entire us complaint history for this plate breaking post operatively, this complaint is invalid from a design perspective.

Event description:
This is report 2 of 2 for complaint (B)(4).

Event description:
It was reported that patient had open reduction internal fixation in (B)(6) 2013 (exact date unknown) for right distal femur fracture. Since then patient had a hypertrophic non-union which resulted in a broken va-lcp condylar plate at the level of the fracture. Plate and screws were removed were broken. A femur was replated with a va-lcp curved condylar plate - 12 hole. Patient was revised to longer plate and iliac crest bone graft and op1. Bmp,bone morphogenetic protein. This is report of unknown number of 5.0mm cannulated locking screws. This is report 2 of 2 for complaint (B)(4).